Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided. There is no allegation of death, or serious injury. The issue reported was the gantry rotated in a counter clockwise direction at a rate of 1 degree/second a short time after the user attempted an unsuccessful manual motion command. The system halted the motion without user intervention. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event .

Manufacturer narrative:
The issue reported was the gantry rotated in a counterclockwise (ccw) direction at a rate of 1 degree/second a short time after the user attempted an unsuccessful manual motion command. The system halted the motion without user intervention. The system was not in clinical use when this occurred. The distributor field service engineer (fse) went on site to evaluate and confirm the reported issue. The distributor fse attempted to reproduce the issue however was not successful. The fse stated that the event occurred once, and the system has been working as expected since. Logfiles for the event were obtained and sent to philips engineering for analysis. Philips engineering reviewed all details and logfiles for the event and concluded that gantry continued motion was observed in logfile analysis after wireless hand controller button was released. The motion stopped automatically with the quick stop command from the system. The system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate e-stop in case of any unexpected motion. Probable cause is a communication issue between the wireless hand controller and the system. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the gantry rotated in a counter clockwise direction at a rate of 1 degree/second a short time after the user attempted an unsuccessful manual motion command. The system halted the motion without user intervention. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.